Event description:
The surgeon reports a revision surgery is scheduled in (B)(6) 2014. He stated it appears the implant positioning is incorrect. The surgeon's plan is to attempt to correct the implant positioning and only replace what is necessary; he reports if the implants need to be replaced he will use biomet microfixation tmj implants.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state possible adverse events are: removal of components(s) including, but not limited to the following: implant changes caused by loading and/or wear; degenerative changes within the joint surfaces from disease or previous implants; implant materials producing particles or corroding . Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of four for the same event.